Event description:
The customer reported that the remote user interface joystick had a broken fast stop switch, was giving a motion disabled error, and was not working. The system would be effectively unusable. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The connectors were reseated and the emergency stop switch was replaced during the service call. The system was tested and found to be working as intended and put back into service.